Event description:
It was reported that the customer was hospitalized for dka. Bgs were treated at the time of call. Troubleshooting was performed. The programming and histories on the pump were accurate. It was mentioned that the batteries were changed.